Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the annulus was sized for a 26mm v alve with a perimeter of 68mm, however the sinuses of valsalva (sovs)/sinotubular junction (stj) were small therefore the team wanted to try the 23mm valve first to see if it would seal considering it is very undersized. The team was unsuccessful and saw what appeared to be mild to moderate paravalvular leak (pvl) on transesophageal echocardiogram (tee), therefore the team elected to upsize to the 26mm valve using the basilica (bioprosthetic or native aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction) technique. The valve was implanted successfully. Final gradient on echocardiogram was 4mmhg and no pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.